Event description:
Customer complaint - limited data available. Virtual agent? Anyway, the glucose monitor is really inaccurate and not reliable. When you take the blood and check, the second time is always -10 points less or more. Then compared to other monitors, these numbers don't match. Totally useless. How can glucose numbers differ 10 points or more in 30 seconds? I checked several times and it always comes out erratically. This is to check your life and cannot be used.